Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when reload was ready to be fired to get into the lung lobe during a thoracoscopic right upper lobectomy, the surgeon was able to press the green button and squeeze the handle but the device could not be fired. They replaced the reload to complete the case. There was no patient injury.